Event description:
With assistance from the inpatient units, the pathology department identified an issue on [redacted date] with one of the coagulation analyzers (aka: mgtop4) that was reporting out elevated results, notably pt/inrs. Following the internal review process, the instrument was immediately taken out of service for patient testing until an investigation could be performed. A call was also placed to the vendor¿s technical support hotline. The investigation began with verifying quality assurance items for mgtop4 such as quality control and that all required maintenance was completed. All records were acceptable for patient use those days. Next, a selection of patient samples was repeated on the second instrument (aka: mgtop5) that was not producing the questionable results. Repeated values on the second analyzer were inconsistent in that not every elevated pt on mgtop4 had a markedly different result (e.g., dropping from critically high on mgtop4 to within normal range on mgtop5). The staff that repeated and corrected some of the values also assessed ptt and corrected 3-4 samples. Regrettably, those ptt values were changed from therapeutic levels (i.e., ~100 seconds) down to near normal values. These ptt values should not have been corrected because the sample stability had passed so the corrected results were likely a result of heparin degradation and/or factor activity loss. Separate safety reports were filed against the hematology lab for these. A reminder email to all staff was sent out because of this to remind them not to correct results if repeat testing was performed past sample stability. A sampling of all testing from [redacted date], repeated values, and quality control for the days prior were submitted to the vendor for review. A service engineer came out the following day and discovered that one of the sample probes was leaking. The probe was replaced, and the system was verified by the engineer to be put back into use for patient testing. Ultimately, neither the vendor nor the pathology department could identify when the issue began exactly, and which patients may have been impacted. This mechanical failure is not monitored by any internal sensors, so there was no alarm generated by the instrument to technical staff. The pathology staff handled the situation as expected to avoid widening impact to others. One of the medical directors also conducted a review of all patients that had coagulation testing performed in both core lab and special coag lab with similar collection times between [redacted date] and [redacted date]. No pattern could be identified in patients affected. Addendum: the pathology department determined that the hematology lab had a leak in the lis probe which was immediately taken out of service and repaired. The leak was undetectable with the current technology available. The review was not able to determine any harm, though the risk was clarified of potentially falsely abnormal results, not falsely normal results. Manufacturer response for instrument, coagulation, automated, acl top 750 las (per site reporter). The service engineer from werfen came in and repaired the affected parts on the analyzer. To be specific, he replaced the 3-way valve, and the syringe and tubing that go to the las probe. The affected parts may still be with the engineer - they are no longer at [redacted name]. According to the vendor (werfen), they have been aware of the issues with the 3-way valve with other customers. A third-party company that manufactures that part is working on improving the valve. [Redacted name] does not have a date when that will be available. [Redacted name] has asked that werfen also find a way to alert the user if there is a leak from the 3-way valve.